Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a balloon rupture, blood backed up into helium disk. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. Fse inspected the unit to see which parts were involved in the blood ingress and determined the parts which needed replacement. Fse replaced the pneumatic module assembly (0997-00-1178), the pressure vacuum reservoir (0202-00-0170-03), and the drive manifold assembly (0104-00-0031). The iabp was returned to the customer and cleared for clinical use.